Event description:
It was reported by the surgeon to the intuitive surgical, inc. (Isi) clinical sales representative (csr) that during a da vinci-assisted sleeve gastrectomy procedure, during the second fire of the sureform 60 stapler, the stapler clamped, paused for compression a few times, and kept firing. The stapler did not fully staple but continued to cut. This caused a hole in the patient's stomach. The surgeon was able to fix the hole and the patient was fine. The procedure was completed robotically. The procedure was completed with no reported injury. Isi followed up with the csr who spoke to the surgeon and obtained the following information: the issue occurred with the first sureform 60 stapler with the second reload. The surgeon was trying to create the gastric sleeve and fired a green reload. The stapler paused a few times for compression. A partial staple line was formed and then the stapler continued cutting without stapling tissue. There was a hole in the stomach as a result. The surgeon then used a backup sureform 60 stapler with a green reload and stapled medial to the hole. The csr was unsure whether there were retained staples in the reload, malformed staples, or whether the additional stapling of stomach tissue still resulted in an acceptable surgical outcome. She was unsure if there was any bleeding during the stapler firing issue. The rest of the procedure proceeded without further issues and the patient was doing fine. The csr informed the site to retain the stapler and green reload to be returned to isi. Isi followed up with the surgeon and obtained the following information: for the first staple fire, the surgeon used a black reload. The issue occurred with the 2nd stapler fire when the surgeon was using a green stapler reload to staple stomach tissue. Halfway while stapling, the stomach tissue was pushed out of the stapler. The staples were malformed, bunched up on the stomach and the knife continued to cut through the stomach. There was a hole in the staple line and moderate bleeding was seen. The surgeon used a backup sureform 60 stapler with a green reload and stapled medial to the hole and continued with the rest of the procedure. Although the surgeon had to resect additional stomach tissue due to this incident, it still resulted in an acceptable surgical outcome. The bleeding amount was less than 750 ml and the patient did not require a blood transfusion. The surgeon was unsure if there were retained staples in the reload pockets. A size 36f bougie was used and the staple line was not too close to the bougie. The surgeon said that the bedside staff cleaned the stapler jaws between each fire. The patient did not require additional hospitalization or ICU admission. Patient demographic information/medical history and relevant investigation were asked but not provided. According to the surgeon, the green stapler reload has been discarded.

Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined. The sureform 60 stapler and reload were discarded by the site and are not available for evaluation. If additional information related to this complaint is obtained, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Although none of the reusable instruments were reused in subsequent procedures, a site review shows no complaint filed against the instruments. Logs show that pn 480460-09, lot k92210223-0257 was installed twice and fired 2 reloads (1 black followed by 1 green). Both firings were completed per the logs with 1 pause for compression. There were no incomplete clamps by this instrument. An image sent by the customer was reviewed by the clinical development engineering team and the following findings were obtained: the image shows a segment of excised tissue. The tissue has two diverging staple lines on the near end. The reported case details cannot be confirmed from the photo alone. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the staple line was incomplete with no claim or evidence of mishandling/ misuse. Review of stapler logs confirmed all firings were completed with no incomplete clamps. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.